Event description:
It was reported during initial implant that the left ventricular lead exhibited loss of capture due to high capture thresholds. The failure to capture was confirmed on both the implanted pacemaker and the hospital's pacing system analyzer, so the pocket was re-opened and the lead was attempted to be repositioned unsuccessfully. The lead was exchanged without further issue. The patient was stable and asymptomatic.

Event description:
New information received notes possible micro-dislodgement on the left ventricular lead during initial implant attempt.

Manufacturer narrative:
The reported events were lead dislodgement and high capture threshold. As received, a complete lead was returned in one piece for analysis. The reported event of high capture threshold was not confirmed. Visual inspection and electrical testing of the lead did not find any anomalies.